Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) of rezf1105 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the physician that the catheter was placed through the right upper arm in the patient for treatment of leukemia. The catheter had been placed for 11 months when the patient had a CT examination for choking sensation in chest. It was found that the catheter fractured at infraclavicula position. It was stated that one end of the catheter was "deformed" at right inferior pulmonary artery and the other end was at the branches of arteri segmentalis basalis posterior pulmonis dextrita.